Event description:
User reports discrepant hemoglobin a1c results while performing a correlation study. Sixteen examples provided. Sample 1, initial result 6.58%, repeat result 4.40%. Sample 2, initial result 6.55%, repeat result 4.30%. Sample 3, initial result 6.99%, repeat result 4.90%. Sample 4, initial result 9.48%, repeat result 7.40%. Sample 5, initial result 6.53%, repeat result 4.3%. Sample 6, initial result 7.39%, repeat result 4.90%. Sample 7, initial result 13.90%, repeat result 11.50%. Sample 8, initial result 6.57%, repeat result 4.30%. Sample 9, initial result 6.73%, repeat result 4.60%. Sample 10, initial result 7.28%, repeat result 5.10%. Sample 11, initial result 6.53%, repeat result 4.50%. Sample 12, initial result 8.99%, repeat result 6.90%. Sample 13, initial result 6.20%, repeat result 4.10%. Sample 14, initial result 6.63%, repeat result 4.50%. Sample 15, initial result 6.12%, repeat result 3.90%. Sample 16, initial result 8.05%, repeat result 5.70%. No adverse events reported. Root cause was determined to be an incorrect application protocol installed in the analyzer software and was corrected. Updating the protocol and recalibration of the assay improved the performance of the assay.